Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-02287.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the bradycardia and conduction system disorders 2 days post tavr cannot be confirmed; however, it is possible that it was related to the procedure itself and to medications administered in the care of the patient. There is no suggestion of valve dysfunction; any suspicion of valve dysfunction would have been explored and the results included in the medical records. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Medical records received indicate that 2 days after the successful implantation of a 26mm sapien valve the patient developed non-sustained ventricular tachycardia. She also was hypertensive post operatively. Therefore, the coreg dose was increased. On post op day 4 the patient was severely bradycardic with heart rates in the 40s and she was symptomatic with lightheadedness and nausea. The coreg was discontinued and after an ep consult it was decided that due to her 1st degree av block and lbbb, and for safe restitution of beta blockers, a ppm was indicated. The patient remained stable and was discharged home 6 days after the tavr procedure. It was noted that the pacemaker was placed due to the patient¿s extreme bradycardia.